Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible pericardial effusion. It was reported that the right ventricular (rv) lead dislodged to the pericardial space, perforating the rv apex. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.